Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the ER, back up vvi mode was observed on the device. Patient had no pacing support. A device download was performed successfully. Patient was stable.